Manufacturer narrative:
(B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), (caregiver), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 213 and 238mg/dl. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). (B)(6) (caregiver) calling concern with the high blood results the meter is giving. Customer normal glucose range is 120-130mg/dl fasting and now she is getting results in the 200s mg/dl. Nothing has change with her diet and medication. Check the meters memory and the time is not set correctly. Customer did not want to run a blood test at this time.